Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was adhered to the port, however, the specific material could not be identified and the cause of the material remaining on the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information regarding reprocessing, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: olympus cf type q180al/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Olympus cf type q180al/I reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps channel port had foreign material. In addition to the reportable malfunction, the following were noted: suction cylinder had corrosion; the air/water cylinder had no color; the switch 1 had a cut; due to damage on guide pin of electrical connector, deformation of suction connector, and a pinhole on the connecting tube, water tightness was lost; due to a crack on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; the objective lens was shaved; the light guide lens had a crack; the bending section cover adhesive had visible thread; the universal cord had coating peeling; the suction connector, a flexible printed circuit board, and the electrical connector had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had irregularity of the terminal sheath. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps channel port had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.